Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties occurred. The target lesion was located in the subclavian artery. An 8.0x30x135cm express® ld iliac / biliary stent was advanced to treat the lesion. During the procedure, when the physician tried to withdraw the device it was difficult to remove. Finally, the physician pulled the whole system out. The procedure was completed with another of the same device. The result was good. No patient complications were reported and the patient's status was stable.